Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked display window corners, a cracked reservoir tube lip, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported customer's insulin pump has a scratch on the screen. There are two cracks by the lcd screen and a crack by the reservoir. Customer's blood glucose was 114 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.